Event description:
It was reported that the device had a green led light that was not working, and battery compartment label was incorrect. The product fault occurred during testing. The device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to the inoperable led light. As a result, the led light was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.